Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting a liberty cycler alarm that a fluid leak was observed leaking on the floor. A loud pop was reported and the cassette popped out. Fluid was observed on the floor. It was reported that no fluid was observed in the cycler. The patient was advised to discontinue use of the cycler. Follow up with the patient indicates that treatment was not completed. Treatment was resumed on the replacement cycler. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."